Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inratio = 2.0, retest #1 = 2.3, retest #2 = 3.0 and retest #3 = 3.1. Therapeutic range: 2.0-3.0. Pt self tester was milking finger after finger stick; repeated finger stick on same finger; first drop of blood not used; added multiple drops of blood. Customer called in new data on (B)(6) 2013. "Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.6, lab: 2.9. Time between testing: 20 minutes.